Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad damaged, melted, and a portion was not returned. The device was connected to a test handpiece and generator and it activated during functional testing. However, due to the returned condition of the device not all functional testing could be performed. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a hepatic procedure, there was loss of silicone jaw, which caused difficulty in clotting structures. Due to this situation, chose conventional technique. There were no adverse consequences for the patient. One device will be returned.